Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported about three events where her infusion sets broke from the plastic tubing, which was attached from the needle while she was sleeping. She could not notice it until she got up in the morning and was surprised by her high blood glucose levels. The first event occurred on (B)(6) 2020, and her blood glucose level was 425 mg/dl. Subsequently, the second event was on (B)(6) 2020 and her blood glucose level was 450 mg/dl. Moreover, the third event was on (B)(6) 2020 and her blood glucose level was 100 mg/dl also she noticed that it was not connected to her body at the time of all the three events. Reportedly, all the infusion sets were from the same lot. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.